Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that field representative contacted boston scientific technical services (ts) to report that the patient received inappropriate shocks that lead to tachycardia therapy exhaustion. Ts discussed programming options. No adverse patient effects were reported.